Event description:
The caller reported that when she first placed the tracheostomy tube in her husband that it did not latch and would come loose and fall to the floor, or he could cough it out when he was shopping or visiting the clinic. The caller stated that after a couple of days, it would latch properly. The patient did not require a replacement of the tracheostomy tube. The patient is a spontaneous breather and no add'l ventilation was reported by the caller.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.